Manufacturer narrative:
Evaluation summary: the reported failure code 810:11 was confirmed during testing.

Event description:
The facility reported an infusion pump with a failure code 810:11. It was not specified if this failure occurred while infusion on a patient the facility representatve stated that no patient injury was associated with this report and no incident reports have ben filed since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested, but none was provided.